Event description:
It was reported that following a completed a cryo ablation procedure, an arteriovenous fistula was evaluated by a vascular surgeon during hospitalization. Conservative treatment was performed and one extra day of hospitalization was provided. The patient is part of a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.